Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR willbe submitted accordingly.

Event description:
It was reported a male patient, who had an initial atsa implanted on the right side on an unknown date, underwent a revision procedure. The patient remembers he was shoveling when he felt the glenoid give way. Date was unknown. The surgeon, who was not the implanting surgeon, stated the posterior aspect of the glenoid was most likely not seated all the way down during implantation. The cage glenoid was found inferiorly to the joint with only the center peg detached from the glenoid. The surgeon stated the implant may have gotten damaged when the patient was shoveling. The surgeon removed all initial implants and put in a competitor¿s rtsa. This event was related to a breakage of a device. All parts and pieces were removed from the wound site. There were no surgical delays during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. The devices are not available for return. Device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6. MDR section codes updated/corrected: a, b, c, d, f, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported may be the result of improper initial seating of the glenoid component as reported. This could have resulted in the observed prosthesis fracture, migration, and subsequent abnormal wear of the caged glenoid. However, the series of events resulting in these failures cannot be confirmed as the devices were not available for evaluation and no initial post-operative radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The following sections were corrected: h6 . MDR section codes corrected: a. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.